Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the generator was not ready. The detector and generator were not ready, after a reboot the problem was fixed. The probable cause of the reported issue was the generator control board. No patient was present at the time of the event.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225, serial/lot #: (B)(6), h3, h6) servicing was performed on the system and the printed circuit board assembly generator was replaced. The part was returned and visual inspection showed that components were electrically over stressed. Unable to bench test due to over stressed components. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.